Event description:
Customer reported on a bravo ph capsule that failed to detach. The physician was able to release the delivery device successfully using an emergency procedure. The pt was not injured following the procedure.

Manufacturer narrative:
(B)(4). There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.